Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the needle tip break, in the package/during dispensing before use on patient/ during use on patient (suturing)/other? - during use on patient .whilst closing the skin was the needle retrieved? ¿ the needle is being returned for analysis. However it was just the very end tip of the needle that broke off. It was too small to be seen. How was case completed? ¿ another suture was used. Any adverse patient consequences? ¿ none reported. If yes, what medical/surgical intervention was provided? ¿ no intervention was performed.

Event description:
It was reported that a patient underwent a left oncoplastic breast procedure and right breast reduction on (B)(6) 2018 and suture was used. During the procedure, the tip of the needle broke off. Another like device was used to complete the procedure with no adverse patient consequences. Additional information had been requested.

Manufacturer narrative:
Pc-000215742 date sent to the FDA: 08/13/2018 additional information: device evaluation summary: a used suture needle was received for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The fracture surfaces were microscopically examined in multiple locations. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.